Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for bleeding during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, when the clip was being deployed it remained closed but would not separate from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4 (lot number and expiration date) and h4 (device manufacture date) have been updated based on the additional information received on october 21, 2024. Block b5 has been corrected. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: a resolution 360 clip was received for analysis. Visual and microscopic inspection identified that the device was received with the clip assembly attached and without any visible problem. Functional inspection was performed, and the device was able to fully deploy without problems. No other problems were noted. The reported complaint of clip failure to release from catheter was unable to be confirmed since the device fully deployed upon functional testing and no other problems were noted with the device. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for bleeding during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, when the clip was being deployed that it remained closed but would not separate from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.